Manufacturer narrative:
A (B)(4) representative reported that the iabp was still functional, and had not been taken out of clinical service after the reported patient death. The customer utilizes the services of a third party vendor for their iabp biomedical servicing needs. However, per the customer's request a preventative maintenance (pm) was performed by a (B)(4) representative on 02/23/2017 and the service representative reported that no issues were found with iabp. Full unit calibration, functional testing, and safety checks were performed and the iabp was found to meet factory specifications. Further, and unrelated to this event, the safety disk (part number 0997-00-0985-01) was replaced as it was due for replacement as part of the pm. The iabp was then cleared for clinical service.

Event description:
The customer reported during use on a patient the iabp unit was alarming every time he put the augmentation control to max. The specific alarm generated was unknown. Very few details were provided. A (B)(4) representative spoke with the customer on 2/2/17, and was told the date of the event along with the patient death was on (B)(6) 2017. The representative was also told the alarm that generated during the event was an "iab catheter alarm". The death occurred immediately following the initiation of counterpulsation therapy. The customer reported that the cause of the patient's death was due to cardiac shock/arrhythmias unresponsive to therapy. The customer reported that the patient's death not being attributed to the iabp. Furthermore, an additional report is being submitted with the information regarding the intra-aortic balloon ((B)(4)).

Manufacturer narrative:
The production device history record (DHR) for the iabp involved in the event was reviewed. There were no non conformances noted in the DHR related to the reported event.

Event description:
The customer reported during use on a patient the iabp unit was alarming every time he put the augmentation control to max. The specific alarm generated was unknown. Very few details were provided. A (B)(4) company representative spoke with the customer on 2/2/17, and was told the date of the event along with the patient death was on (B)(6) 2017. The representative was also told the alarm that generated during the event was an "iab catheter alarm". The death occurred immediately following the initiation of counterpulsation therapy. The customer reported that the cause of the patient's death was due to cardiac shock/arrhythmias unresponsive to therapy. The customer reported that the patient's death not being attributed to the iabp. Furthermore, an additional report is being submitted with the information regarding the intra-aortic balloon ((B)(4)).